Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the device has poor image quality (especially at 3cm).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality is unconfirmed; the unit passed the functional image testing (using a test probe) as outlined in procedure, in addition the testing of the sherlock which was functionally tested and passed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
Per biomed - the device has poor image quality (especially at 3cm).